Manufacturer narrative:
Based on the additional information received from the initial reporter on 2017-12-20 this event was reassessed and determined to not be a reportable event. No further information will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit's battery is out of date, the gearbox is worn, and the lcd is worn. Upon follow up with the customer on (B)(6) 2017 the customer stated that during routine pm testing the lcd had dark tinting, that it may be hard for some to read/understand and became blank/failed. Upon additional follow up with the customer on (B)(6) 2017 the customer confirmed the screen was legible and did not go blank. Based on this additional information, this event is not considered reportable.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon follow up with the customer on (B)(6) 2017 the customer stated that during routine pm testing the lcd had dark tinting, that it may be hard for some to read/understand and became blank/failed.